Event description:
Customer reports of receiving a threshold suspend alarm when her blood glucose level had not reached its threshold. Customer states there was a difference in blood glucose and sensor glucose even with multiple sensors. Customer also states that transmitter does not blink when connected to sensor. Customer's blood glucose was 234 mg/dl. After troubleshooting, customer was advised to remove sensor. No further information provided.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to high readings. No broken or missing pieces were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.